Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition wasn?t confirmed during evaluation. Actual device wasn?t available for evaluation; however, a photo was available for visual inspection. No defect was observed during visual inspection. No other test was performed. Additional information: a batch review cannot be performed since there was no lot number provided. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
A nurse of the facility reported to baxter (B)(4) of a buretrol administration set in which the tubing was split. The reported condition occurred during serum preparation. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510(k) number. If the sample is received or additional information becomes available, a follow-up report will be submitted.